Event description:
Caller states patient tested 4.3 inr on coaguchek xs 1 system and 4.2 inr on coaguchek xs 2 system while a comparison lab returned as 7.5 inr. Patient's warfarin was held for 2 days based on the lab result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot number and expiration date unknown). Reference medwatch report with (B)(6) for the suspect device used in system 2.